Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (cts). Additionally, it was reported that the pump was intermittently not annunciating audible tones for alerts. There was no reported adverse impact.